Event description:
A trilogy evo, brazil ventilator was returned to a third-party service center due to a customer's allegation of an error message on the screen for a ventilator inoperative. There was no harm or injury reported. During the evaluation of the trilogy evo, brazil device at the third-party service center, the error was unable to be duplicated due to a failure in the device's system board and display board. The device's system board and display board were replaced to address the issue.